Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator active exhalation valve fail. There was no harm or injury reported. Active exhalation valve was cleaned to address the issue.